Manufacturer narrative:
The affected product has been received but the investigation has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the cardiovascular ICU the nurse primed the tubing with dexmedetomidine 400mcg/100ml d5w and programmed the pump module to give an initial bolus then infuse at 0.4mcg/kg/hr. Approximately "30 seconds" after starting the infusion the pump module alarmed occlusion, patient side. The nurse paused the infusion and easily flushed the IV without any problem; then assessed the tubing and opened the pump module discovering the tubing ballooned at the upper fitment of the pumping segment. The nurse primed another tubing and restarted the infusion without any further problems. The customer states there was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing ballooned at the upper fitment of the pumping segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No balloon observed silicone segment tubing during inspection. Clear liquid was observed inside both of the set¿s tubing and drip chamber. No other anomalies were observed on the set during visual inspection. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 120ml/h and vtbi 120ml for 1 hour. No alarms or any other issues were noted by the device. No balloon was observed in the silicone segment. Finally the set was attached to an air pump and completely submerged in warm water. A balloon was observed at 18 psi. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The balloon is caused by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure is unknown. The customer¿s report that the pump module alarmed occlusion was not confirmed as the device pump and pcu that were in use at the time of the customer event were not returned. Investigation and functional testing of the primary tubing with a lab device pump completed without occlusions.

Event description:
It was reported that in the cardiovascular ICU the nurse primed the tubing with dexmedetomidine 400mcg/100ml d5w and programmed the pump module to give an initial bolus then infuse at 0.4mcg/kg/hr. Approximately "30 seconds" after starting the infusion the pump module alarmed occlusion, patient side. The nurse paused the infusion and easily flushed the IV without any problem; then assessed the tubing and opened the pump module discovering the tubing ballooned at the upper fitment of the pumping segment. The nurse primed another tubing and restarted the infusion without any further problems. The customer states there was no patient harm.